Event description:
During the procedure, an ascent balloon ((B)(4)) was inflated to cover the neck of a-com aneurysm coiling when the vessel ruptured. The balloon did not burst, and the entire device was removed without any issues. Prior to inflating, the balloon distal radiopaque marker was not positioned beyond the neck of an aneurysm, and it was unknown if the balloon position was verified under fluoroscopy to be in the true lumen of the target site. During inflation, constant fluoroscopy was performed and also at all other times. The contrast used was unknown and the concentration utilized 50:50. The pressure used was unknown, and a 1cc syringe was used to inflate the balloon. No additional procedures were performed to treat the patient, and the current patient condition was unknown. No additional procedures or treatments are planned in the future. The procedure was completed with additional coils. It was unknown if the patient had any condition that might have predisposed the event. There was no adverse event reported and the device was discarded.

Manufacturer narrative:
During the procedure, an ascent balloon (brs00040700/ c10842) was inflated to cover the neck of a-com aneurysm coiling when the vessel ruptured. The balloon did not burst, and the entire device was removed without any issues. Prior to inflating, the balloon distal radiopaque marker was not positioned beyond the neck of an aneurysm, and it was unknown if the balloon position was verified under fluoroscopy to be in the true lumen of the target site. During inflation, constant fluoroscopy was performed and also at all other times. The contrast used was unknown and the concentration utilized 50:50. The pressure used was unknown, and a 1cc syringe was used to inflate the balloon. No resistance occurred at any time during the procedure. During the event two microcatheters were at the site, and it is unknown if the devices contribute to the event. No resistance occurred during the procedure, and other devices used consisted of double microcatheters. It is unknown if the devices contributed to the event. No additional procedures were performed to treat the patient, and the current patient condition was unknown. No additional procedures or treatments are planned in the future. The procedure was completed with additional coils. It was unknown if the patient had any condition that might have predisposed the event. There was no adverse event reported and the device was discarded. A review of lot c10842 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Arterial rupture is a known adverse event that may be associated with aneurysm embolizations and the use of the ascent balloon catheter intracranial arteries as outlined in the instructions for use. Although procedural images are not available, it appears that vessel characteristics, device manipulation/concomitant devices, and device interaction due to the utilized coiling technique contributed to the reported event. Arterial embolization procedures are performed in vessels with existing aneurysms and known vessel wall weakness. Review of the information suggests that vessel and procedural issues may have contributed to the reported rupture with no indication of any ascent balloon performance or manufacturing issues. Additionally, DHR revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of lot c10842 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt.